Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing a used peel-away sheath assembly. The catheter peel-away appeared to be split towards the distal tip; however, this cannot be determined without the actual sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related issue. The IFU provided with the kit informs the user, "do not withdraw tissue dilator until the sheath is well within the vessel to reduce risk of damage to sheath tip. Sufficient guidewire length must remain exposed at hub end of sheath to maintain a firm grip on guidewire". The report that the peel-away sheath split prematurely was confirmed through examination of the customer supplied photos. The images showed that the peel-away sheath extrusion had split towards the distal end; however, the actual complaint sample was not returned for evaluation. A device history record review was performed, and no relevant findings were identified. A probable cause of the defective peel-away sheath could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the peel-away sheath spit and rucked up rendering it useless. The user had to open another pack. The patient was unharmed however there was delay to the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the peel-away sheath spit and rucked up rendering it useless. The user had to open another pack. The patient was unharmed however there was delay to the procedure.